Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic following the delivery of high voltage therapy. Upon interrogation, the shocks were deemed inappropriate due to noise on the right ventricular (rv) lead. Furthermore, there was increased pacing lead impedance noted on the rv lead. The lead was capped and replaced and the patient was stable following the procedure.